Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unrelated procedure, the left ventricular lead exhibited high impedance. Ultrasound did not reveal any damage or lead abnormalities. The physician determined intervention was not necessary. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2017-0121. During an ICD replacement due to the advisory, high impedance was observed on the left ventricular (lv) lead. The lv lead was capped and replaced.